Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement of more than 2,000 ohms. Oversensing was noted without pacing inhibition and inappropriate shock was delivered; however, without therapy exhaustion. The patient was hospitalized and was scheduled for a lead revision. Additional information was received that the patient was sent home by the emergency room physician instead of keeping the patient overnight. The patient was then seen the next day and the device was set to monitor only mode. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.